Manufacturer narrative:
(B)(4). Batch #: v9580h additional information was requested and the following was obtained: did the patient suffer any adverse consequences? Yes, bleeding. Did the patient need a blood transfusion? Yes. Did the procedure have to be converted to open? It was already an open procedure. How was the bleeding controlled? Via using a suture to repair the damage. The rep gave a summary of the event that occurred during the first trial of the x1. On the 29th of december, the rep went through handling of the device prior to surgery with the first time x1 user. Everything went well with the procedure at the beginning when the device was used on normal tissue. When the surgeon started to use it on vessels, they immediately started having sticking issues. It occurred often. After 1.5 hours of device surgery (50-100 firings), the surgeon could not release the device from the vessel. They attempted to release the device from the sticking by activating with the jaws open, but it did not work. As the device was pulled from the vessel, it caused the vessel to tear resulting in massive bleeding. Since the procedure was open, they were able to clamp the vessel and suture it to stop the bleeding. The environment was bloody but not excessively. The vessel was fully visible, and the device was not fired in a pool of blood. The sticking only occurred on vessels and the torn vessel was less than 5mm and was placed in the center of the jaws. The bleeding was only noticed when the instrument was removed. There was no bleeding when the vessel was sealed and cut. Bleeding occurred due to tearing when removing the device. The patient did require a blood transfusion since they were fragile. The procedure was continued with a ligasure instrument. It was not a fault of the handling of the device; the device did not deliver. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an open whipple surgery the procedure starts at 09:19 and for the first 30min it is a normal progress. After this the instrument starts sticking to the tissue and especially when activated on vessels. At 10:50 the instrument is activated on a vein and does not come of and by mistake the surgeon tears it open and the patient starts bleeding intensively. They sutured the injury and finished the procedure with another energy device. The procedure was delayed 30 minutes.

Manufacturer narrative:
(B)(4). Date sent: 3/2/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx125c device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. The device was tested with the test media and no anomalies were found. There were no anomalies noted with the functionality of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.